Event description:
Customer alleges discrepant results with meter compared to lab: patient's target therapeutic range is 2.5-3.5. Comparisons were done within 30-60 minutes of each other.

Manufacturer narrative:
Investigation pending.